Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: stapler bar did not control bleeding on pulmonary artery. Staple bar appeared to only deploy staples on the specimen side of the cut line. Excess bleeding. Sutured. One liter of blood loss occurred. One hour delay in operating room time.